Event description:
This medical examiner's office is requesting any and all testing information on this device that involves treatment after radical neck dissection. Also important is the longest period of time this device has been used on a patient in the neck area.